Manufacturer narrative:
The beckman (bec) field service engineer (fse) inspected the instrument and noted erroneously high plt results were being generated. The fse replaced the rbc electrode to resolve the issue. Verification of activity: daily checks, repeatability and controls passed. Beckman internal identifier - (B)(4).

Event description:
The customer reported platelet (plt) result variation on the dxh 560 al hematology analyzer (product number: b40603, serial number: (B)(6)). Erroneously high plt results were generated. There was no report of an adverse event. There was no report of death, serious injury, delay or change to patient treatment or diagnosis and there was no report of harm to patient, operator or any other person related to the reported issue. Erroneous results were not reported outside of the laboratory. Patient data was not provided for review. On-site service was scheduled.